Event description:
Caller alleged discrepant results using the inratio meter. All testing occurred within one hour of one another. Patient self tester tests every two weeks. Per customer, patient's results are often erratic for unknown cause. Patient was treated with vitamin k and sent home. Off coumadin dose for 3 days. Back on coumadin on (B)(6) 2011.

Manufacturer narrative:
Investigation pending.